Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned instrument found the alleged complaint unconfirmed but found a different failure upon inspection of the instrument. Depuy-synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.

Event description:
Straight grater handle removed from acetabular grater & instrument set. Able to assemble and disassemble - but the or placed a note saying it was not reaming.